Event description:
It was reported that the customer had a car accident and passed away at the scene of the accident. The caller stated that the customer as in the vehicular accident due to low blood glucose. The caller stated that the customer had a doctor's appointment and had to fast for the appointment. The coroner stated that the customer's blood glucose was 21 mg/dl. The customer lost control and was ejected from the vehicle; customer was not wearing the seat belt. The caller stated that the customer's blood glucose was 150 mg/dl, when they spoke last. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and a sensor was not worn at the time of death. The caller does not want to return the insulin pump for analysis. The caller stated that the insulin pump was damaged in the wreck, but was able to provide the serial number of the insulin pump that remains at the customer's home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.